Manufacturer narrative:
A palmaz genesis stent (sds genesis .035 7.0x59 135) was prepped per the instructions for use (IFU), and delivered to the stenosed lesion in the right common iliac artery; however, when pressure was applied to 8atm (eight atmospheres), the balloon did not inflate, so the stent was not implanted. The balloon and stent were removed from the artery. There was no patient injury reported. There was no damage noted to the packaging for the device. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. There was no difficulty advancing the device through the vessel. There was no difficulty crossing the lesion. The device was never in an acute bend. No leakage was noted from the balloon, shaft, hub, or unknown segment. The procedure was completed using another device. The device was returned for analysis. One non-sterile sds genesis .035 7.0x59 135cm stent delivery system was returned for analysis coiled inside a plastic bag. Per visual analysis, the stent was noted to be correctly aligned / mounted on the balloon. Dried blood residues could be observed on the balloon near to the tip. The device was thoroughly inspected and kinks were noted on the balloon area as well as on the body shaft of the unit near to the balloon proximal seal were noted. Per functional analysis a lab sample inflator/deflator device was attached to the inflation lumen of the unit and pressure was applied. However, the balloon did not inflate. Per microscopic analysis the kink on the body of the unit was confirmed and a cross-section view revealed a flattened condition in the inflation lumen was observed. A product history record (phr) review of lot 17521981 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds-inflation difficulty - unable to inflate¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the event as evidenced by kinks noted on the device during analysis. According to the precautions in the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a palmaz genesis stent (sds genesis .035 7.0x59 135) was prepped per the instructions for use (IFU), and delivered to the stenosed lesion in the right common iliac artery, however, when pressure was was applied to 8 atmospheres (atms), the balloon did not inflate, so the stent was not implanted. The balloon and stent were removed from the artery. There was no patient injury reported. The device was clinically used and will be returned for analysis. There was no damage noted to the packaging for the device. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. There was no difficulty advancing the device through the vessel. There was no difficulty crossing the lesion. The device was never in an acute bend. No leakage was noted from the balloon, shaft, hub, or unknown segment. The procedure was completed using another device.